Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 482 mg/dl to a value displayed as "high" and moderate ketones identified as life threatening by a healthcare provider. Cause was unknown. Additional information was not provided. At the time of call with customer technical support the customer had not yet been released.